Event description:
The manufacturer received a report that a trilogy ev300 ventilator did not pass the fco pre-test. No additional details were provided regarding the specific test step that failed. No patient harm or injury was reported. The solenoid valve and proportional valve were returned to the manufacturer for evaluation. The product investigation lab (pil) confirmed a failure associated with the solenoid valve. A visual inspection of the trilogy evo solenoid valve was performed, and no external defects were observed. The event log and service test report were not available for review. The solenoid valve was installed on the pil trilogy evo system test bench and evaluated using the pil trilogy evo multifunctional test station. Testing included active exhalation control module (aecm) verification and aecm solenoid current verification at pre-test, followed by aecm verification at post-test. The unit passed aecm verification at post-test, but failed aecm verification testing at pre-test. This failure mode is indicative of internal contamination of the solenoid valve. The product investigation lab suspects that internal contamination of the solenoid caused the test failure at service. The product investigation lab evaluated the trilogy evo proportional valve based on the reported pre-test failure. Failure of the proportional valve could not be confirmed. Visual inspection revealed no defects, and the event log and service test report were not available. The proportional valve was installed on the pil trilogy evo system test bench and tested using the pil trilogy evo multifunctional test station. Testing included aecm verification at both pre-test and post-test. The proportional valve passed all testing. Based on the evaluation results, the pil concluded that the proportional valve operates as designed. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of failed aecm verification testing at pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.